Event description:
It was reported that the rv pace/sense impedance had dropped to 200 ohms with a short interval count of 973. Failed lead was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event. Lawsuit alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found; proximal segment was returned and analyzed. Apparent explant damage. Outer tubing overlay melted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the rv pace/sense impedance had dropped to 200 ohms with a short interval count of 973. Failed lead was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.